Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient also reports during the removal procedure that his lead fractured and could not be removed. As a result, there was another procedure performed to get the part of this lead that was left behind. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.